Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported gripper actuation issue could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed for the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds), one gripper arm did not lower. The device was not used in the anatomy and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.